Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional(hcp) via a manufacturer's representative (rep) regarding a patient receiving 99.02 mg/ml hydromorphone at a dose of 25.839 mg/day, 2,134.02 mcg/ml clonidine a dose of 42.2 mcg/day, and 161.73 mcg/ml baclofen at a dose of 557 mcg/day via an implantable infusion pump for spinal pain. It was reported that on (B)(6) 2017 the patient's pump was empty. The rep had access to a clinician programmer and the alarm for empty pump was occurring. No symptoms were reported and no further complications were expected or anticipated.